Event description:
Event description guidant received information that this lead was partially explanted and this pacemaker was explanted due to syncope and loss of capture. The patient was admitted to the hospital with stored episodes of ventricular tachycardia showing noise and loss of capture. Additionally, the patient experienced asystole. An x-ray of the lead revealed a possible cut, however, all sensing, pacing threshold and impedance measurements were within normal limits. The lead pin was observed to be slightly loose, however, the cause of the loss of capture and syncope could not be ascertained. Therefore, the lead and device were removed from service and returned for analysis. A new guidant pacemaker and lead were successfully implanted.